Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 7atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient was in good condition post procedure.